Event description:
It was reported that the patient's right ventricular lead exhibited noise over-sensing resulting in pacing inhibition. The lead was capped and replaced on 8 aug 2023. There were no patient consequences.